Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 384 bd 20ml syringe luer-lok¿ tips experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no: 302830 batch no: 9120782. Issues: would like to report a labeling issue for the secondary packaging of two cases of 20ml syringes, the lot/catalog number were cut off. Customer is still able to use the syringes in the cases however there was a secondary labeling discrepancy hence raised the quality complaint.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided for evaluation. It shows a case label. The label has two locations with the catalog number. In one of them, the last digit is missing a zero digit. The other location is good. The lot# has the last digit partially printed in one location. A potential root cause is associated with the syringe packaging process. After the syringe assembly process, the syringe goes to the packaging process. It may have happened that the labels printer had a misadjustment and not detected in the next process. Based on the photo analysis and investigation carried out, the symptom reported by the customer is confirmed. We will continue monitoring and trending this product and this symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that 384 bd 20ml syringe luer-lok¿ tips experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no: 302830, batch no: 9120782. Issues: would like to report a labeling issue for the secondary packaging of two cases of 20ml syringes, the lot/catalog number were cut off. Customer is still able to use the syringes in the cases however there was a secondary labeling discrepancy hence raised the quality complaint.